Event description:
It was reported that a right ventricular (rv) lead was attempted, but not used due to difficulty inserting the lead through the sheath. Coil stretching at the proximal end was noted. A new rv lead was opened and implanted with no difficulty. No patient complications were reported as a result of this event.

Manufacturer narrative:
All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the full lead was returned and analyzed. Blood was observed in/on the helix/lobe mechanism. The defibrillation conductor was distorted. Damage at implant was noted.